Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter was discovered in tube. There was no reported patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: observation of a foreign body in the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-27. H6: investigation summary: bd received samples and 3 photos from the customer for investigation. The photos and samples were evaluated, showing the tube with a shard of another broken tube inside. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter was discovered in tube. There was no reported patient impact. The following information was provided by the initial reporter, translated from french to english: observation of a foreign body in the tube.